Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Age at time of event: corrected from (B)(6). (B)(4).

Event description:
It was further reported that the target lesion was 99% critically stenosed and located in the mid to distal right coronary artery (rca).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that a stent strut on the 5th row from the distal edge of the crimped stent was lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance while advancing the device with subsequent withdrawal as the damaged stent strut shows signs of both distal strut damage where the strut is slightly bent, and proximal strut damage where the strut is bent to a larger degree. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the target lesion was 99% critically stenosed and located in the mid to distal right coronary artery (rca).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The de novo target lesion was located in the mildly calcified mid right coronary artery. A 3-6 fr jr guide catheter was placed. After a non bsc guide wire crossed the lesion, serial predilation was performed using a 1.5x15mm, 2x12mm and a 2.5x15mm non-compliant (nc) balloon catheters. Then a 3.00x20mm promus element¿ plus stent was advanced but was unable to cross the lesion. During negotiation of the device, it was then noted that the distal stent struts were flared. The device was immediately removed and a 3x15mm non bsc stent was advanced but also failed to cross the lesion. The procedure was abandoned and the patient was treated with medical management. No patient complications were reported and the patient's status was stable.